Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev0698 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient had a statlock for his cdc. They discovered that the plastic lock had broken from the statlock and the catheter almost lost. No other information was provided.